Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneous troponin (accutni) results, within the risk stratification range, generated by the access 2 immunoassay system for two patients' samples. The results were not reported out of the lab. Upon repeat on this and on a different instrument the results were within the normal reference range. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Samples are collected in lithium heparin gel tubes and run with insert cups with the samples aliquoted from the primary tube. The laboratory has an accutni patient sample procedure where all results of >0.05ng/ml are repeated. There were no qc issues prior to this event. A system check run on (B)(6) 2010 was within specifications. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm) and replaced incubator belt. The fse ran a system check and all parameters passed within specifications. The fse ran a diagnostic test and qc; all results passed within acceptable limits. Although hardware issues were addressed, no clear root cause could be determined for this event.